Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was diabetic ketoacidosis. At the time of death, the customer's blood glucose was 777 mg/dl. The customer was not wearing the insulin pump at the time of death; it had been disconnected between 7 and 8 hours prior to death. The customer was not using sensors. The caller stated that the customer had eaten something the day before the death and experienced stomach pain. On (B)(6) 2016, the customer was taken to the hospital. The medical staff removed the customer from her insulin pump and placed her on insulin drip. Throughout the day the customer suffered diabetic ketoacidosis, undetermined signs of possible stroke, kidney failure, and two instances of heart failure. The caller declined returning the insulin pump.